Manufacturer narrative:
Therapy dates - this occurred in (B)(6) 2018. The device was manufactured december 11, 2017 ¿ december 12, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that after 24 hours of infusion, approximately 10ml of solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.